Event description:
Through additional communication between post market surveillance and a representative covering the issue, details about the issue were able to be confirmed. It was confirmed by the representative covering the issue that a dye study was performed due to the patient not experiencing pain relief. The dye study showed that the catheter had migrated outside spinal canal in right abdominal tissue pocket. A catheter revision was then performed and the patient has since gotten pain relief.

Manufacturer narrative:
Additional information: a3, (second address). Please note this MDR was updated to reflect the intrathecal catheter rather than the pump. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by / on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As the device was discarded, no additional evaluation or investigation was able to be performed on it. Per the instructions for use of the device, device migration is a possible risk of use of the intrathecal catheter. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending review of device history record and follow up information. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions through e-mail to report a prometra ii 20 ml pump that was unable to be aspirated. Representative stated that the physician isn't able to aspirate when trying to do a dye study and access the cap. Physician says that they feel the needle go into the cap, and they push it in until it hits the bottom, but it still isn't able to aspirate.